Event description:
The user reported that the keypad buttons did not activate desired pump functions when pressed. Review of the prime history reveals that the patient delivered 11.2 units of insulin at one time. The patient reports that at bedtime on (B)(6) her blood glucose level was in the 300 mg/dl range but did not experience any symptoms at the time. She did not check her blood glucose level at 1 am when she was awake but felt nauseated. Her blood glucose level in the morning was 277 mg/dl. The readings do not fit animas criteria of a serious diabetic injury. This complaint is being reported because the user reported the keypad buttons did not activate desired pump functions when pressed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.